Event description:
The complainant reported that following high-risk percutaneous coronary intervention for male patient on impella cp support, the impella stopped and the team was unable to restart the pump. The pump stopping occurred at the end of procedure, after revascularization, but before pump weaning process. There was no visible thrombus seen around outlet after explant, and the act > 300 during all procedure.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Manufacturer narrative:
The investigation into the pump stop issue has been completed since the original report was filed. The pump was returned for investigation, and no physical abnormalities were observed. During a test run in a bucket of water, a pump stop with the motor current high alarm appeared. Upon further investigation, biomaterial was observed in the purge gap, and after cutting the catheter near the motor housing, blood was found in the purge line. Data logs were reviewed finding saturated pump flows followed by several pump stops. The cause of the pump stop was due to biomaterial. Added d9-device return date.